Event description:
It was reported that during the embolization of an unruptured left paraophthalmic artery aneurysm, there was excessive catheter movement while repositioning the coil. The user had difficulity advancing the coil loops into the dome of the aneurysm. An attempt was made to retract the coil, and in doing so the coil stretched. The microcatheter could not be advanced over the coil. An attempt was made to snare the coil unsuccessfully. Three stents were placed to hold the stretched coil against the artery wall.

Manufacturer narrative:
Sample analysis: a visual evaluation revealed that the device was returned with the implant detached from the delivery pusher. The implant was not returned for evaluation as it is within the patient. The delivery pusher was tested for electrical resistance and met specification. The attachment monofilament that holds the implant intact with the delivery pusher was white opaque. This appearance is consistent with over stretching. The material appears to have been under stress prior to breaking. The lead wires of the delivery pusher were separated from the core wire of the delivery pusher. Root cause: we can not determine why the implant was difficult to retract. However, it appears that the implant was exposed to a force that exceeded the maximum tensile specification of the attachment monofilament.